Event description:
Per the clinic, the patient experienced a recurrent infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
The patient also was treated with topical antibiotics (specific date and duration not reported).